Event description:
Customer reported the vertical column will not move up or down and the system won't transfer images to pacs. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired the up/down button, determined image transfer problem was in customer's network. System operates as intended.